Event description:
It was reported that the customer was having difficulties charging the pump using the tandem-provided usb wall adapter and charging cable on multiple occasions. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.